Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner, cracked reservoir tube, cracked case, shifted end cap sticker and missing reservoir tube o-ring.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the reservoir window. The customer's blood glucose level was 171mg/dl. The customer states the reservoir would not lock in place. The customer was advised the pump would be replaced and returned for analysis.